Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on (B)(6) 2016. Patient's dysphagia was treated with prednisone. Patient had 2 esophagogastroduodenoscopies (egd) with balloon dilation. Device explant due to ongoing moderate dysphagia occurred without issue on (B)(6) 2018. A fundoplication was performed at the time. Device was found in the correct position/geometry.